Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some undersensing of ventricular fibrillation (vf) beats during a shock delivery episode. The patient was able to be converted after four shocks despite a slight delay in therapy due to the undersensing. Boston scientific technical services provided troubleshooting options to the field. The ICD remains in service and there were no adverse patient effects reported.